Manufacturer narrative:
An event regarding crack/fracture involving an ulna was reported. The event was confirmed. Method & results: device evaluation and results: the device was not returned for evaluation, however, a photo was provided. The stem fractured at the proximal end. There appear to be bloodstains. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who deemed it insufficient for a medical review, however, noted the x-ray confirms the implant fractured. Device history review: not performed as the lot code was not provided. Complaint history review: not performed as the lot code was not provided. Conclusions: x- rays confirmed fracture, however, the root cause could not be determined as insufficient information was received. Further information such as patient demographics, revision operative reports, serial x-rays, lab and progress notes, and examination of explanted components are need to further evaluate. If any additional information is received, this investigation will be reopened and re-evaluated.

Event description:
It was reported that patient's arm (side not reported) was revised due to a broken ulna (not reported if the bone, the implant, or both broke). Update per medical review comment on 21-dec-2017: x-ray confirms fractured implant.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's arm (side not reported) was revised due to a broken ulna (not reported if the bone, the implant, or both broke).